Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-01690, related manufacturer report: 1627487-2021-01691, related manufacturer report: 1627487-2021-01693. It was reported that patient experienced ineffective therapy. As a result, the full system was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.